Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) reimplant surgery due to unspecified issues. All the components were removed due to unknown reason and replaced in a further surgery with a new aus system consisting of a 3.5 cm cuff, a control pump and a balloon. No patient complications were reported in relation to his event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.